Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the report of rupture and short-fill were incorrect. Hcp reported that the patient underwent explantation and the implants were in "perfect condition" and not ruptured. As a result, device code has been corrected to adverse event without identified device or use problem. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, breast pain, breast asymmetry. Concomitant products: 400cc mentor memorygel breast implant, catalog # 3504001bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with a 400cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient reported strange sloshing sound and sensitivity, and that the right breast is smaller. As a result, the patient underwent explantation without replacement on (B)(6) 2019.